Manufacturer narrative:
Concomitant medical products: st jude lead, implanted: (B)(6) 2019; st jude ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced and infection. The right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.